Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant"), pelvic pain ("chronic pain") and genital haemorrhage ("bleeding since essure placed/heavy bleeding") in an adult female patient who had essure (batch no. A69938) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, unspecified. Concurrent conditions included back pain, vomiting, diarrhea, right lower quadrant pain, ovarian cyst, hematuria, hearing loss, human papilloma virus test positive, palpitations, chest pain, dyspnea, shortness of breath, anxiety disorder and post-traumatic stress disorder. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal) (heavy bleeding)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection- type: bladder/urinary"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and arthralgia ("left hip pain"). The patient was treated with dicycloverine hydrochloride (bentyl), ibuprofen (motrin), ondansetron (zofran), tizanidine hydrochloride (zanaflex) and surgery (bilateral salpingooopherectomy and plaintiff had surgery to remove the essure implant /bilateral salpingooopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, device dislocation, pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, cystitis, migraine, headache, nausea and arthralgia outcome was unknown. The reporter considered arthralgia, cystitis, device dislocation, dysfunctional uterine bleeding, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: bilateral placement of coils/devices: right - 3, left - 2. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain , vaginal bleeding and dysfunctional uterine bleeding. Most recent follow-up information incorporated above includes: on 26-apr-2019: reporter information was added. This case is medically confirmed. Essure lot number was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant"), pelvic pain ("chronic pain") and genital haemorrhage ("bleeding since essure placed/heavy bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain, vomiting, diarrhea, right lower quadrant pain, ovarian cyst, hematuria, hearing loss, human papilloma virus test positive, palpitations, chest pain, dyspnea, shortness of breath, anxiety disorder and post-traumatic stress disorder. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal) (heavy bleeding)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) - type: bladder/urinary"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,") and arthralgia ("left hip pain"). The patient was treated with tizanidine hydrochloride (zanaflex), ondansetron (zofran), ibuprofen (motrin), dicycloverine hydrochloride (bentyl), surgery (plaintiff had surgery to remove the essure implant /bilateral salpingooopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, device dislocation, pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, cystitis, migraine, headache, nausea and arthralgia outcome was unknown. The reporter considered arthralgia, cystitis, device dislocation, dysfunctional uterine bleeding, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, perforation and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain and dysfuntional uterine bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received:new events: vaginal haemorrhage, menorrhagia, cystitis, migraine, headache, genital haemorrhage ,nausea, arthralgia, reporter, patient demographic information, concomitant disease, treatment drug added. Product start, stop date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant"), pelvic pain ("chronic pain") and genital haemorrhage ("bleeding since essure placed/heavy bleeding") in an adult female patient who had essure (batch no. A69938) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included back pain, vomiting, diarrhea, right lower quadrant pain, ovarian cyst, hematuria, hearing loss, human papilloma virus test positive, palpitations, chest pain, dyspnea, shortness of breath, anxiety disorder and post-traumatic stress disorder. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal) (heavy bleeding)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection- type: bladder/urinary"), urinary tract infection ("infection- type: bladder/urinary"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and arthralgia ("left hip pain"). The patient was treated with dicycloverine hydrochloride (bentyl), ondansetron (zofran), tizanidine hydrochloride (zanaflex), and surgery (bilateral salpingooopherectomy and plaintiff had surgery to remove the essure implant /bilateral salpingooopherectomy). Essure was removed on 30-may-2014. At the time of the report, the perforation, device dislocation, pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, migraine, headache, nausea and arthralgia outcome was unknown. The reporter considered arthralgia, cystitis, device dislocation, dysfunctional uterine bleeding, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, perforation, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: bilateral placement of coils/devices: right - 3, left - 2. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain , vaginal bleeding and dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality safety evaluation of product technical complaint. Urinary infection event added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device breakage ('small portion of the essure was in my right side pelvis'), device dislocation ('migration of implant/malposition of essure device location of device: right pelvis'), pelvic pain ('chronic pain') and genital haemorrhage ('bleeding since essure placed/heavy bleeding') in an adult female patient who had essure (batch no. A69938) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, induced abortion, gallbladder removal, postpartum depression, postpartum anxiety, ovarian cystectomy and tonsillectomy. Concurrent conditions included back pain, vomiting, diarrhea, right lower quadrant pain, ovarian cyst, hematuria, hearing loss, human papilloma virus test positive, palpitations, chest pain, dyspnea, shortness of breath, anxiety disorder, post-traumatic stress disorder, flank pain, hepatomegaly and chronic abdominal pain. Concomitant products included medroxyprogesterone acetate (depo-provera), mepivacaine and povidone-iodine. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal) (heavy bleeding)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection- type: bladder/urinary"), urinary tract infection ("infection- type: bladder/urinary"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), the first episode of arthralgia ("left hip pain"), pelvic inflammatory disease ("pid"), depression ("psychological or psychiatric problems condition: depression"), abdominal pain ("abdominal pain"), the second episode of arthralgia ("hip pain"), vaginal infection ("vaginitis"), back pain ("back pain") and endometritis ("endometrial infection /and "parametrial" infection,"). The patient was treated with dicycloverine hydrochloride (bentyl), ondansetron (zofran), tizanidine hydrochloride (zanaflex), and surgery (bilateral "salpingooophorectomy", essure removed and plaintiff had surgery to remove the essure implant /bilateral "salpingooophorectomy"). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, device breakage, device dislocation, genital haemorrhage, dysfunctional uterine bleeding, cystitis, urinary tract infection, migraine, nausea, depression, the last episode of arthralgia, back pain and endometritis outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, pelvic inflammatory disease, abdominal pain and vaginal infection had resolved and the headache was resolving. The reporter considered abdominal pain, back pain, cystitis, depression, device breakage, device dislocation, dysfunctional uterine bleeding, endometritis, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, perforation, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: insertion detail: bilateral placement of coils/devices: right - 3, left - 2. Patient tolerated procedure well. She did not have the hsg because she has been bleeding ever since (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: prominent sub centimeter presumed reactive right lower quadrant mesenteric lymph nodes. I suspect portions of a normal caliber appendix extending medially and inferiorly from the cecum on image 62-70 on the axial series. Post operative changes involving right and left adnexa and gallbladder hepatomegaly. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Ultrasound scan - on an unknown date: left ovary could not be identified. No other acute abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain , vaginal bleeding and "dysfunctional" uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jun-2020: new events pid, psychological or psychiatric problems condition: depression, small portion of the essure was in my right side pelvis which remained there and was a portion removed out of my abdomen, abdominal pain, hip pain, vaginitis, back pain, were added. Event outcome of pain, abdominal bleeding, infection, headaches were updated. Intensity of pain added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device breakage ('small portion of the essure was in my right side pelvis'), device dislocation ('migration of implant/malposition of essure device location of device: right pelvis'), pelvic pain ('chronic pain') and genital haemorrhage ('bleeding since essure placed/heavy bleeding') in an adult female patient who had essure (batch no. A69938) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, induced abortion, gallbladder removal, postpartum depression, postpartum anxiety, ovarian cystectomy and tonsillectomy. Concurrent conditions included back pain, vomiting, diarrhea, right lower quadrant pain, ovarian cyst, hematuria, hearing loss, human papilloma virus test positive, palpitations, chest pain, dyspnea, shortness of breath, anxiety disorder, post-traumatic stress disorder, flank pain, hepatomegaly and chronic abdominal pain. Concomitant products included medroxyprogesterone acetate (depo-provera), mepivacaine and povidone-iodine. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal) (heavy bleeding)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection- type: bladder/urinary"), urinary tract infection ("infection- type: bladder/urinary"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), the first episode of arthralgia ("left hip pain"), pelvic inflammatory disease ("pid"), depression ("psychological or psychiatric problems condition: depression"), abdominal pain ("abdominal pain"), the second episode of arthralgia ("hip pain"), vaginal infection ("vaginitis"), back pain ("back pain") and endometritis ("endometrial infection /and parsmetrial infection,"). The patient was treated with dicycloverine hydrochloride (bentyl), ondansetron (zofran), tizanidine hydrochloride (zanaflex), and surgery (bilateral salpingooopherectomy, essure removed and plaintiff had surgery to remove the essure implant /bilateral salpingooopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, device breakage, device dislocation, genital haemorrhage, dysfunctional uterine bleeding, cystitis, urinary tract infection, migraine, nausea, depression, the last episode of arthralgia, back pain and endometritis outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, pelvic inflammatory disease, abdominal pain and vaginal infection had resolved and the headache was resolving. The reporter considered abdominal pain, back pain, cystitis, depression, device breakage, device dislocation, dysfunctional uterine bleeding, endometritis, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, perforation, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: insertion detail: bilateral placement of coils/devices: right - 3, left - 2. Patient tolerated procedure well. She did not have the hsg because she has been bleeding ever since (B)(6) 2013. Insertion detail discrepancy- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: prominent sub centimeter presumed reactive right lower quadrant mesenteric lymph nodes. I suspect portions of a normal caliber appendix extending medially and inferiorly from the cecum on image 62-70 on the axial series. Post operative changes involving right and left adnexa and gallbladder hepatomegaly. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Ultrasound scan - on an unknown date: left ovary could not be identified. No other acute abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain , vaginal bleeding and dysfuntional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. On 6-jul-2020: discrepancy in insertion date reported. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.